Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded and reviewed the device's electronic records and it was observed that there were four unexpected power cycles on 2/26/2019, all of which occurred while the customer was trying to print a code summary. Physio replaced the power pcb assembly, the battery power cable assembly, and the battery pins which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a (B)(6) female, their device reset itself multiple times after pressing the code summary button. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a 2 year old female, their device reset itself multiple times after pressing the code summary button. There were no adverse effects to the patient as a result of the reported issue.